Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (loose internal component) issue. The reporter stated that the piston in the pump cartridge compartment felt loose and could spin. It was also reported that the pump may have been dropped prior to the issue occurrence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.